Event description:
The user facility reported that during a patient procedure the surgical table floor locks unlocked without being commanded to do so by the user and the hand control evidenced a "code 10" fault alarm. The procedure was completed successfully without delay. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and was able to duplicate the reported event. After commanding the floor locks to lock, the hand control would evidence a "code 10" fault alarm and the floor locks would unlock. A new floor lock manifold assembly was installed on the table, tested without issue, and the table was placed back into service. The original floor lock manifold is being returned for evaluation. A follow up report will be submitted once additional information becomes available.

Manufacturer narrative:
The floor lock manifold was evaluated and found to be operating properly; no issues were noted and the reported event was unable to be duplicated. The manifold was installed on a working table and was tested with no load on the table and a 200 lb. Load on the table for an extended time period to simulate use; the table remained locked and no faults were evidenced on the hand control.